Manufacturer narrative:
The device was returned to zoll medical australia's service department and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including to full functional testing and defib testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer with a replacement multifunction cable. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.